Event description:
The customer reported the images were dark. The fe reported there were no x-rays actually being producted. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and snubber were replaced during the service call. The system was tested and found to be working as intended and put back into service.